Event description:
Additional reviewed indicated that the patient had oral baclofen and some benzos. The physician refilled the pump to 35 ml.

Event description:
The patient experienced a change in therapy effect. A physician indicated that for the past 2 weeks, the patient's spasticity levels have increased. The patient had a wound infection from a hip surgery, which was noted as being unrelated to the drug infusion system. A physician stated he was contemplating increasing the patient's daily dose by 10%. Lioresal 500mcg/ml was delivered via the pump at a daily dose of 260.49 mcg. It was further reported that a pump alarm was heard, and confirmed via telemetry. A missed pump refill was indicated. When the healthcare professional (hcp) accessed the patient's pump yesterday ((B)(6) 2012), they were only able to aspirate 0.5 cc from the reservoir. The hcp had no refill kit or drug, so the reservoir was filled with preservative free normal saline (pfns). The patient was noted as doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk.